Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 3 bd connecta¿ stopcocks had leakage at the connection. The following information was provided by the initial reporter: "received information from head of chemotherapy unit, there are 3 incidents of chemo fluid leakage at the connection between gravity and connecta."

Event description:
It was reported 3 bd connecta¿ stopcocks had leakage at the connection. The following information was provided by the initial reporter: "received information from head of chemotherapy unit, there are 3 incidents of chemo fluid leakage at the connection between gravity and connecta."

Manufacturer narrative:
Investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Upon inspection of the photo leakage can be seen beneath the connection site of the sample and another product. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.